Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed off no power without prior low battery alarm. The patient¿s blood glucose level was unknown at the time of the incident. Customer inserted a new battery but the issue was not resolved. The customer also had battery out limit alarm but the customer was able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.